Manufacturer narrative:
An olympus field service engineer will be dispatched to evaluate and repair the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the lid to the endoscope reprocessor was cracked. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and to provide the results of the manufacturer's investigation. The customer provided their position on 25aug2021. The customer is an instrument processing/endoscopy manager. The following field was updated: e3. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the lid impacting a scope or other hard object during user handling. The IFU contains the following statements that may help the user detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.